Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the "machine was burned in fire." The remote monitor was discarded. The remote monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that follow-up revealed that there was no complaint or malfunction against the remote monitor.